Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, minor scratched display window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir compartment. The device was not bumped or dropped. Blood glucose is unknown. The insulin pump was replaced and returned for analysis.